Event description:
It was reported that the lead was malfunctioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead malfucntion was high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the outer insulation was cut. The distal electrode was covered in blood. There was blood on the proximal conductor (not obstructed). Visual analysis noted that the lead was returned with blood in the sleeve head, and a cut on the outer insulation. The cut on the outer insulation is likely due to explant damage. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.